Event description:
A (B)(6) male pt contacted zoll customer support to report that this monitor screen would not power on. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor produced abnormal shutdowns. The cause of the intermittent power issues was improper seating of the interconnect pca board. The root cause of the improper seating of the interconnect cannot be positively identified. No adverse event resulted from the improper seating. The pt received a replacement monitor.